Manufacturer narrative:
H3): the cvx-300 system was evaluated on-site by a field service engineer (fse). The fiber power monitor (fpm) holds energy at a set regulated value. It was confirmed that the system's fpm was out of range, resulting in fpm drift. Recalibration of the fpm detector circuit was performed, and preventative maintenance was completed. After repair, system calibration was successful and proper system operation was verified. H6): based on the device evaluation and investigation, fpm drift was determined to be the cause of the system malfunction. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2-a6: the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unk. B6/b7: patient information regarding relevant tests/laboratory data or medical history are unk. D4: lot number and expiration date are n/a for this system. H3/h6: the system was evaluated and repaired on-site by a field service engineer. Although the cvx-300 was repaired on-site, the investigation is currently ongoing. A supplemental MDR will be submitted upon completion of the complaint investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A percutaneous coronary intervention (pci) commenced to treat a lesion in the left anterior descending artery (lad). The patient was prepped, and femoral access was obtained, with a guide wire used to cross the lesion. The plan was to use a spectranetics elca coronary laser atherectomy catheter, powered by a spectranetics cvx-300 excimer laser system. While attempting to calibrate the catheter, the system displayed a fault code 4 error, rendering the system inoperable. Therefore, the procedure was aborted, with no reported patient harm. The procedure is to be rescheduled upon repair of the cvx-300 system. This report captures the cvx-300 terminal system failure, resulting in a delay of procedure, potential for harm.